Manufacturer narrative:
This supplement serves as a correction. Upon further evaluation, it was determined that the 30 psi occlusion test failure does not meet the criteria to be classified as a complaint, as the pump had not been released for distribution or shipped to the customer. A nonconformance record (nc-2024-048) was initiated to address and document the issue appropriately. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 18.120psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 39psi which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).